Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient went to the hospital and was diagnosed with a stoma site infection with a high fever and somnolence. The patient commenced with unspecified intravenous antibiotics. On (B)(6) 2020, the patient was discharged from the hospital and continued with unspecified oral antibiotics at home for four more days. The nurse reported that the system of the tube had not changed. As of (B)(6) 2020, the patient had recovered and was not taking any antibiotics.